Manufacturer narrative:
(B)(6) 2021 device explanted due to twiddlers syndrome which caused lead fracture and dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 device explanted due to twiddlers syndrome which caused lead fracture and dislodgement. Upon receipt, the lead under complaint was found cut 19 cm distal to the is-1 connector pin. It is reasonable to assume that the lead was cut during the surgery. The analysis revealed that the insulation was found damaged directly next to the is-1 connector pin, which most likely resulted from the extraction procedure. However, further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient had a bad fall five days after implant and fell directly onto her left side. Whenever rvp occurs, the patient experiences unbearable muscle twitching in her shoulder, which causes her to have extreme anxiety. Impedance has decreased 120 ohms since implant, threshold is consistent. Lead remains implanted. Should additional information become available, this file will be updated.